Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as providencia rettgeri. The user noted swarming on the plate media. Repeat testing was performed. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of proteus mirabilis as escherichia coli and providencia rettgeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4156344. The customer did not return panels but provided isolates, binary files and phoenix generated lab reports for the investigation. To investigate, two retention panels each from the complaint batch and one control panel each were tested using customer returned isolates p. Mirabilis upmc-10, p. Mirabilis upmc-12, p. Mirabilis upmc-13 and p. Mirabilis upmc-14 on a phoenix m50 machine and evaluated for identification results. The panels tested identified the isolates as p. Mirabilis, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as providencia rettgeri. The user noted swarming on the plate media. Repeat testing was performed. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
The following fields were updated due to a correction: investigation summary: this complaint is for misidentification of proteus mirabilis as escherichia coli and providencia rettgeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4156344. The customer did not return panels or isolates, but did provide binary files and phoenix generated lab reports for the investigation. Review of the lab reports show phoenix identifications of providencia rettgeri, proteus mirabilis and e. Coli. To investigate, retention panels from the complaint batch and control panels from the same material but different batch number were tested using four in house p. Mirabilis isolates on a phoenix m50 machine and evaluated for identification results. All panels tested identified the isolates as p. Mirabilis, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ ID-307 a patient isolate (proteus mirabilis) was misidentified as providencia rettgeri. The user noted swarming on the plate media. Repeat testing was performed. No health impact or consequence reported. Report 1 of 2.